Event description:
On (B)(6) 2011, pt reported experiencing an elevated blood glucose caused by a bent infusion set cannula. Pt stated, he would notice the elevated blood glucose level in the 300's mg/dl within 3-4 hours after inserting the infusion set. Pt's normal target blood glucose range is 80-140 mg/dl mg/dl. Pt reported, he did not notice leaking. Pt stated, he removed the infusion set from his skin and noticed the infusion set cannula was bent. Pt reported, he used the infusion device to correct his elevated blood glucose. Pt discarded the alleged infusion set. The pt did not require assistance from a healthcare professional or second party to address the issue. Replacement infusion sets were sent; no product return was requested.